Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke to the customer. The customer indicated the speaker was faulty and requested a quote for a replacement part. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that sound is cracked. It is unknown if the device was in use at time of event, and there was no adverse event reported.